Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the output connector is broken. The biomed wanted to order replacement parts and was provided the part numbers for the output connector and o-ring. No patient complications were reported as a result of this event.